Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported medical event against juvéderm® volux¿: the patient had strong redness in the areas of injection, and areas were warm. Hcp prescribed augmentin. The inflammation increased, and the area around jw4,jw5 was very painful. The area burst and a bloody-serous discharge came out. Hcp prescribed dalacin c 300 three times a day, and metronidazole 250mg four times a day. Symptoms on going.